Event description:
It was reported that prior to ICD replacement, interrogation revealed noise and low impedance. Noise was reproduced by moving the ICD can. Lead damage was suspected, but there was no evidence upon explant. The noise was again reproduced by stretching the lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.